Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer did not return the product for analysis.